Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and a compromised force sensor while they were changing their set. The blood glucose reading at the time of the incident was 15 mmol/l. It was also stated that the drive support cap was sticking out and that there was a line at the right hand side of the lcd screen. The customer put a little bit of pressure on the drive support cap before calling and insulin came out. There were no significant events prior to the issues. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test and gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. No motor error alarm was noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.